Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the vitrectomy cutting was too slow and there was not enough suction. After increasing the setting for suction, it finally worked enough to complete the case. There was no patient impact. The customer is requesting training on the console and settings.

Manufacturer narrative:
Additional information provided. There were no technical services requested or performed related to the reported event. A service request (sr) was opened on (B)(6) 2018 to perform preventive maintenance (pm). The company service representative determined that the system met all product specifications. The system was manufactured on (B)(6) 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).